Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump might have over infused, the customer reportedly suspected over delivery after use. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing was performed and was unable to reproduce the problem, accuracy test results were within specification and no alarms were observed. No faults were found during testing. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.